Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after missing a breakfast announcement and shortly after a supply change, with a blood glucose reading around 400 mg/dl and no symptoms reported. Symptoms included concern for hypoglycemia later in the day when glucose was near 90 mg/dl, without reported adverse effects. Outcomes included remote troubleshooting, education on meal announcements, infusion set priming, and monitoring guidance, with glucose trending downward after proper set replacement and resumed insulin delivery. Investigation included phone-based assessment, review of user-reported blood glucose values, evaluation of infusion set fill technique, and guidance to allow automated insulin delivery to correct. Investigation of this case revealed user handling issues related to a missed meal announcement and likely insufficient infusion set priming following a supply change, with device automation functioning as intended after corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.